Event description:
Patient was revised to address instability. Update rec¿d (B)(4) 2014- patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient had metal wear and metallosis, wear of their ceramic head and increased cobalt levels. The patient's liner, head, and femoral stem are being reported at this time. The complaint was updated on: 11-3-2014.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2597157 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).